Manufacturer narrative:
The insulin pump was received with missing retainer and missing reservoir tube o-ring. A test reservoir was installed and did not lock in place due to missing retainer. The insulin pump passed the rewind test, prime/seating test, basic occlusion test, force sensor test, self test, sleep current measurement, and active current measurement however, unable to perform the displacement test and occlusion test due to missing retainer. Insulin pump trace download analysis confirmed the pump alarmed power error, low battery, and power loss alarm, the power management tool confirmed power error, low battery, and power loss alarms were triggered when the battery loaded voltage (loaded vlith) was less than 3.5 volts for 4 consecutive hours due to connector resistance electrical board. After disconnecting and reconnecting the internal battery connector on electrical board, the insulin pump was monitored and functioned properly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was reset and the power ran out on the third day of use. The customer's blood glucose level was unknown. Troublehsooting was not performed. Product is expected to return for analysis.